Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving intrathecal medication via an implanted infusion pump. The pump's indication for use was listed as non-malignant pain and failed back surgery syndrome. The pump was alarming a critical alarm. The following alarms were noted on the 'attention dialogue box': motor stall, empty pump, end of service and a stopped pump may exceed tube set message. This was confirmed by telemetry; however, the dates of the alarms were unknown. The patient had recently been discharged from her physician. Additional information indicated that the patient's last pump refill was probably on (B)(6) 2009 with fentanyl 20mg/ml, compounded baclofen at 0.15mg/ml and bupivacaine at 1%. The hcp did not know doses or the lot number of the baclofen. The patient lost their insurance in 2009 and could not afford (B)(6) pump refills and let the pump run dry. No specific event dates were known. The pump alarmed and eventually died. The patient experienced withdrawal when it went dry, but is fine at this time. The patient did start pain medications approximately six months to one year ago, but he did not know if the patient was on any oral medications prior to that. The patient does not know what they want to do regarding the pump yet, so there are no plans to remove, replace, or leave the pump in the patient. Additional information was received from a healthcare provider (hcp) via medical records. Past medical history included type 2 diabetes, hyperlipidemia, heart attack, pneumonia, low back pain, degenerative disc disease, and postlaminectomy syndrome of the lumbar region. Surgical history included cholecystectomy, hysterectomy, joint replacement, l4-5 discectomy, stent placement, ICD implant, ppd, pain pump implant, current smoker, and foot grafts. Allergies included penicillins, steroids (glucocorticoids), methotrexate, anti-inflammatory/nsaids. Additional medications included proscar, alprazolam, coreg, gabapentin, lisinopril, lyrica, ms contin, novolog, plavix, prilosec, prozac, prozac/neurontin/triamcinolone/kenalog/aristocort ointment, reglan, simvastatin, and zofran. In 1988 the patient's back pain initiated and was treated. In 1990 the patient underwent discectomy of l5. In 1994 the patient reinjured her back and l5 re-herniated. In 1999 the patient was involved in a motor vehicle accident and suffered multiple fractures including an arm fracture; this increased her low back pain as well. In 2003 the patient was involved in another motor vehicle accident and suffered significant spinal pain, cervical, thoracic, and lumbar. Since this point the patient had issues with chronic pain management. The patient also had a knee injury due to surgical repair for her ligaments for her right knee. The patient's back pain had been treated with oral narcotics. The patient also underwent epidural steroid injection. In 2004 the patient went for a trial for the intrathecal pump and the pump was implanted in 2005. The patient had her medications adjusted due to financial constraints. At that point in time, the patient left the previous physician. The patient was informed that she was to go to the emergency room (ER) for treatment of what she described as withdrawal from intrathecal pump medication. The patient did seek help from another physician who was unable to help her and was told to return to the previous physician for formal feeling of the intrathecal pump and/or discontinuation of the therapy. The patient did not see anyone for "some time" until recently when she established with her new primary care physician who since had been attempting to be able to treat the patient's pain by use of oral pain medication. As the patient's pump had not been refilled, it was thought that the pump may have been rendered terminated as it had been left empty for too long. The patient presented to the reporting physician on (B)(6) 2016 to establish with their service and to address the intrathecal pump. The patient presented with low and middle back pain. The discomfort was most prominent in the lower lumbar spine and radiated to the lower back. The patient characterized it as constant, moderate in intensity, sharp, throbbing, and stabbing. This was a chronic problem, with essentially constant pain. The patient stated that the current episode of pain started "some time ago" and the event which precipitated the pain was a motor vehicle accident. Associated symptoms included numbness in the feet and weakness of the legs. The patient noted some pain relief with narcotic pain medication. The patient worsened with back flexion and back extension. Upon review of systems, the patient was positive for fatigue, unintentional weight loss, chronic pain, chest pain (respir atory), abdominal pain (cramps), constipation, nausea, decreased sex drive, back pain (low, mid and upper), joint stiffness, limb pain, myalgias, neck pain, weakness, chest pain (musculoskeletal), spasms, coccyx pain, headaches (migraine), weakness and numbness, stiff neck, tingling, vertigo, decreased balance, anxiety, and depression. Upon examination, the patient showed ataxic gait and hypoesthesia and palpation revealed costovertebral angle pain and lumbar spinous process pain, lumbar interspace pain tenderness. MRI of the lumbar spine without and with contrast ((B)(6) 2008) showed at l1-l2 there was a posterior concentric bulging annulus and minimal sized posterocentral disc protrusion, there was some mild stenosis of the central spinal canal, and the foramina were within normal limits; at l2-l3 there was mild desiccation of the intervertebral disc, mild posterior concentric bulging annulus, however the central spinal canal and neural foramina were within normal limits; at l3-l4 there was a diffuse disc bulge and moderate bilateral facet arthropathy which were new findings from the previous study, the central canal was within normal limits, and there was mild bilateral neural foraminal stenosis; at l4-l5 there was desiccation of the intervertebral disc and loss of vertical height of disc space representing degenerative disc disease, there was a diffuse posterior bulging annulus, there was a small left paracentral disc prot rusion just abutting the ventral thecal sac and left l5 nerve, there was some mild enhancing granulation tissue within the left lateral epidural space, moderate degenerative spondylosis, a left hemilaminectomy defect, a diffuse disc bulge with a superimposed 5mm left paracentral disc protrusion which caused left lateral recess stenosis and displaced the left l5 nerve root origin, mild facet arthropathy, mild left neural foraminal stenosis, the right neural foramen was within normal limits, the remainder of the central canal was within normal limits, these findings were unchanged; at l5-s1 there was a posterior concentric bulging annulus with mild facet arthropathy, there was stenosis of the central spinal canal greatest to the right of the midline, overall there was mild stenosis of the central spinal canal and mild bilateral neural foramina, prominent left lateral endplate osteophytes which combined with left-sided facet arthropathy to produce moderate left neural foraminal stenosis, small right lateral endplate osteophytes which caused mild right neural foraminal stenosis, the central canal was within normal limits, and these findings were unchanged. Clinical indications included chronic pain, painful diabetic neuropathy, degeneration cervical disc, lumbago, and thoracic spine pain. Exam on (B)(6) 2015 showed at t5-6 there was a 2mm posterocentral osteophyte resulting in narrowing of the anterior subarachnoid space; at t6-7 there was posterocentral annular bulge of disc resulting in narrowing of the anterior subarachnoid space; at t7-8 there was a posterocentral annular bulge of disc resulting in narrowing of the anterior subarachnoid space; at t8-9 there was facet arthropathy result I ng in mild foraminal narrowing bilaterally; at t9-10 there was a 2mm posterocentral osteophyte and mild facet arthropathy resulting in mild central narrowing of the spinal canal; at t11-12 there was a 2mm posterocentral osteophyte resulting in mild narrowing of the anterior subarachnoid space; and there was a catheter in place within the spinal canal in the lower thoracic level. Assessment was diagnosis of low back pain, degenerative disc disease, and postlaminectomy syndrome of the lumbar region. The pump was interrogated and it was noted that 0ml of medication remained in the pump. The patient was found to end of service (eos) from the pain. The patient was referred to a neurosurgeon to perform removal of the intrathecal pump and catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.